Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Programmed device with the current time and date and monitored for one day. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom buttons were not responding. The customer¿s blood glucose level was unknown. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer states the minutes change. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.